Event description:
It was reported that the customer was admitted in the intensive care unit with high blood glucose over 600mg/dl and the insulin pump was malfunctioning. The caller stated that the customer also experienced low blood glucose of 35mg/dl and the insulin pump did not alert her. The mother also mentioned having a lot of air bubbles, but they put the device back on her. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.